Event description:
It was reported that noise was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, a sensitivity test, a crosstalk noise test, and inspection of header and connectors, showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.